Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks from their implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced approximately three weeks later. No further patient complications have been reported as a result of this event.